Event description:
It was reported that the user experienced signal loss between the Dexcom G7 continuous glucose monitor (CGM) and the iLet, with readings not appearing on the iLet while the phone connection was present. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. Investigation included guided troubleshooting with the user to temporarily disable phone Bluetooth, toggle settings, and re-enter the sensor pairing code. Investigation of this case revealed a communication interruption between the CGM and the iLet, with troubleshooting initiated to restore communication and no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was an intermittent communication interruption between the CGM and the iLet.

Manufacturer narrative:
Initial.